Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was not reported. The reason for use was non-malignant pain. It was reported that the hcp was to shut off a patient's pump due to the patient having an infection (at pump site). The infection started over a month ago, prior to the call date of (B)(6) 2018. The caller did not have access to receive the pump off form and send back but did have the prescription request from the managing doctor to shut the pump off. It was confirmed with the caller that it will be a permeant shut off of pump and minimal rate was not an option. The pump off code was provided to the caller and it was confirmed that the pump was shut off successfully. There were no further complications. Reported/anticipated.